Event description:
It was reported that the right ventricular (rv) lead experience a polarity switched due to measured low bipolar lead impedance. The pacing mode was reprogrammed. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).